Manufacturer narrative:
UDI #: (B)(4). Field service specialist visited the account and checked system. Fss adjusted high reflector and pockell, autocorrelation and adjusted pulse width and spot size. Checked laser and this improved melts. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had difficult lifts but treatment was completed on surgery date. Patient presented with trace diffuse lamellar keratitis (dlk) in left eye and superficial punctate keratitis (spk) stage 2 in both eyes.